Event description:
It was reported that the infusion set tubing on the ilet bionic pancreas was found untwisted from the connector, with insulin odor consistent with leakage, and the user was guided to twist the tubing back onto the connector, disconnect from the body, and verify reconnection with a three-drop prime, after which normal use resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included troubleshooting and user education to confirm proper reconnection and priming. Investigation of this case revealed a connection issue at the tubing-to-connector interface that was corrected through reconnection and verification of flow. It was concluded, based on previously established findings for similar reports, that user correction of the connection resolved the issue.